Manufacturer narrative:
Additional information added as follows: relevant tests/laboratory data - the patient required lab testing for (B)(6). Suspect medical device - following submission of the initial MDR, the customer confirmed the device used in this incident is bd catalog 329515, with potential lot numbers 5244994 and 5217517. Bd catalog 329518 is not a potential suspect device as previously reported. See initial MDR for complete device information. Device manufacture date - lot 5244994 was manufactured 25 sept 2015 to 30 sept 2015, lot 5217517 was manufactured 19 aug 2015 to 23 aug 2015. Device evaluation: result - no samples or photos were returned for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the potential reported lot number 5244994. A review of the device history record for the potential reported lot number 5217517 revealed two qn's. One qn was issued due to a security feature no locked after sample activation. A root cause was identified and extended samples were taken by hour production until no defects were found. The defective product was scrapped and corrective actions were taken. A second qn was issued due to lubricant on sealing area causing incomplete seal. A root cause was identified and after a sampling was performed without finding any defect, the involved product was disposed. Corrective actions were taken. Conclusion - bd was not able to duplicate or confirm the customer¿s indicated failure. Without a sample, an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
The date of event is unknown but it occurred "over the weekend" prior to the date of notification. The date received by the manufacturer is used. The customer provided a catalog number and two potential lot numbers. However, the lot number provided are associated with a different catalog number. The following is the product information for the potential device: provided medical device catalog #: 329518. Medical device brand name: bd autoshield duo safety pen needle 30gx8mm, UDI#: (B)(4). Provided medical device lot #'s, which belong to the following device: medical device catalog #: 329515. Medical device brand name: bd autoshield duo safety pen needle 30gx5mm, UDI#: (B)(4). Lot # 5217517, medical device expiration date: 08/31/2018, device manufacture date: 08/5/2015. -lot # 5244994, medical device expiration date: 07/31/2018, device manufacture date: 09/01/2018.

Event description:
It was reported that the needle of the suspect device did not retract into the safety shield and the nurse poked herself when attempting to unscrew the needle. The nurse noticed the needle was slightly sticking out past the plastic sheathing. However, when she attempted to continue unscrewing to get a better look, the safety feature fired.